Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a fall and then noticed a change of symptom control 3 to 4 weeks ago in (B)(6) 2016. The patient had a gradual return of symptoms. The patient was going to follow-up with their health care provider (hcp) because they were not able to feel stimulation at all when stimulation was increased to 8.5v. The patient's programmer did not have any programs on it. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.